Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, and it was found that this rv lead had presented this behavior in the previous six months. The patient had a magnetic resonance imaging (MRI), and all other measurements were in range post MRI. No adverse patient effects were reported. This rv lead remains in service.